Event description:
Customer reported upon saving images from procedure to hard drive, it was noted that one image did not save properly. The patient information/technique overlay for one patient was placed upon an unknown image, and the actual image was lost. The other image in the study, while shown as a thumbnail, would not transfer to left screen.

Manufacturer narrative:
Gehc surgery personnel noted incorrect image overlay / patient data, was not able to duplicate symptoms, reloaded system software, tested system, system functions normally.